Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh product for pelvic organ prolapse and/or stress urinary incontinence. Later the patient experienced severe irreversible injuries, debilitating re operations, physical pain, suffering, and bodily impairment. The patient will likely undergo additional further corrective surgery.